Event description:
Per the clinic, the patient experienced an infection which successfully cleared (treatment unknown). The implant remains in-situ.

Manufacturer narrative:
This report is submitted on jul 7, 2023.

Manufacturer narrative:
Per the clinic, the patient underwent a skin graft surgery (specific date not reported). Additional information has been requested but has not been made available as of the date of this report. This report is submitted on november 23, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced a wound breakdown at the implant site. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on january 04, 2024.

Manufacturer narrative:
The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report. This report is submitted on february 22, 2024.